Manufacturer narrative:
The tube was investigated in the laboratory of maquet. The visual inspection showed 7 holes in the tube. During a tightness test with (0, 5bar pressure) the leakage could be clearly seen. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to customer's info: "blood leakage from different zones in 20cm section of the arterial line." (B)(4).

Manufacturer narrative:
The device in question was requested for investigation but it hasn't arrived yet. A supplemental medwatch will be submitted when add'l info becomes available.